Manufacturer narrative:
The remaining (fourth) unit was evaluated and the issue was confirmed. Three of the units had broken/damaged components, and 1 unit had a damaged component.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the brakes were not holding. Three events had no patient involvement. It was not known in 1 event if there was patient involvement.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.3 devices were evaluated in the field and the issue was confirmed. 1 device has not yet been evaluated.there were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes were not holding. Three events had no patient involvement. It was not known in 1 event if there was patient involvement.